Event description:
The following has been reported by the customer: pt was being treated with folfiri, treatment had been initiated, approx 29 ml of irinotecan had infused. Lines being used were a primary set (non-pump line, referred to as rescue line") directly connected to patient's port gripper connector) a volumat line (primary pump line non-filtered) connected to the lowest port of the "rescue line" and a second volumat line connected to lowest port of 1st volumat line. Both pump lines were in pumps and in use. Volumat line 1 was pumped as programmed but 2nd volumat pump was alarming "distal occlusion". Upon investigation it was found that the lowest port of the 1st volumat line was obstructed/not functioning. This was confirmed by connecting a 10 ml ns syringe and attempting to flush through when no longer connected to patient. There would have been approx. 20 ml of irinotecan in the line that was discarded along with the volumat line that had malfunctioned." No adverse events reported. More information is needed to complete the investigation.